Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple patient's order was not crossing over from server to station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over from the server to the station. A technical support specialist (tss) dialed into the server, checked that all services were up and running, opened sql server management studio (ssms), and executed a downtime query. Tss verified that the carefusion coordination (cce) disconnected flag was set zero and that xml messages were crossing over. The tss then opened health sight viewer (hsv) to check for any notices, ran a query to identify if the station was on critical override (none was found), and ran another query to check inbound messages from the cce to the server. The last message received from the cce was verified. The customer confirmed that the orders were crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple patient's order was not crossing over from server to station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.